Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that small holes were found on the insulation of the cable so there is a risk of electric leakage. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one used e2100 electrocautery pencil was returned, and an evaluation of the sample confirmed the reported issue. Visual examination found a slit in the outer layer of cord insulation, allowing the sheath to pull back and exposing the inner wires. No metal was visible. The damaged area passed hipot testing, indicating there was no electrical leakage. Simulated use of the device at 60w confirmed that no arcing or sparking occurred from the cord. No further defects were found with the device, and a review of the manufacturing process found no potentially contributing factors. The investigation identified the most probable root cause of the damaged insulation to be from misuse. The instructions included with this device cautions users to inspect the device for any cuts in the cover or exposed wiring, and if found to discard the device. If information is provided in the future, a supplemental report will be issued.